Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; the helix does not extend due to being over retracted. It was observed there was blood in/on the helix mechanism. Full lead returned and analyzed.

Event description:
It was reported that the right ventriclar lead was attempted and had positioning difficulties. Also there was a small kink in the stylet and got blood on the lead. The physician implanted a different lead. No patient complications have been reported as a result of this event.